Event description:
It has been reported that the bd¿ syringe 10ml ll eurographics has been found experiencing leakage. The following has been provided by the initial reporter: 10 ml syringe luer lok (mat#300912, lot#6133931) was leaking during processing. No visible damage observed. The syringe was not retained as it came in contact with patient material.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR number provided does not appear to be a valid released batch number for this product. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 6133931 does not match with the reported medical device catalog# so the manufacture and expiration dates are unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ syringe 10ml ll eurographics has been found experiencing leakage. The following has been provided by the initial reporter: 10 ml syringe luer lok (mat#300912, lot#6133931) was leaking during processing. No visible damage observed. The syringe was not retained as it came in contact with patient material.